Event description:
Patient reported bg results were 4 and 216 (>20% difference). No symptoms were reported. Unable to reach patient on follow-up to confirm whether or not tests were done back to back nor gather additional information. Letter sent to pt requesting them to contact lfs. There was no allegation of harm.